Event description:
On event date the end user called minimed, USA because end-user was hospitalized with dka. The insulin was leaking at the connection between the reservoir and the infusion set. Two months later, maersk medical received the complaint and 1 used tubing. The incident took place in USA.